Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2317-70 (B)(6) product family: scs-ipg-r upn: (B)(4) model: sc-1160 (B)(6)

Event description:
It was reported that the patients implantable pulse generator (ipg) does not hold charge. It was also stated that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.